Event description:
The customer received questionable results for ion selective electrode (ise) results on five ise sodium (na) samples and two ise chloride (cl) samples. It was determined that the five erroneous na results were reported outside of the laboratory. The customer indicated they had a similar problem on (B)(6) 2014. The customer thought they had resolved the issue the evening of (B)(6) 2014, but the customer was still having issues the morning of (B)(6) 2014. The following results are for na and are in the form of initial/ repeat and are in mmol/l. Patient 1: 134/ 143, patient 2: 128/ 140, patient 3: 125/ 139, patient 4: 131/ 141, patient 5: 125/ 136. The customer indicated the initial results had been reported outside of the laboratory. The samples were repeated and the customer deemed the repeat results to be the correct results. The customer indicated that all results were corrected and that there was no adverse event. The lot number of the na electrode in use was x95, with an expiration date of 09/30/2014. The field service representative found that the internal standard bath was not emptying completely. He also found that the tubing from two valves to the vacuum container was disconnected at the vacuum container. He resized and attached the tubing. He also replaced the sipper nozzle and sample probe. Calibrations and controls were within the customer's specification.

Manufacturer narrative:
The investigation determined that the internal standard was probably replaced during the time frame of (B)(6) 2014. The calibration information also indicated there was a problem with the handling of the standards/reagents. It was also noted that pre- analytical factors may have contributed to the erroneous results, but this could not be confirmed as the requested information could not be provided. The items found by the field service representative do not seem to be the direct root cause of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.